Manufacturer narrative:
The patient remains on-going on vad support and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by hospital staff that the patient developed a new driveline infection. The patient was treated with po antibiotics.